Event description:
It was reported when the device was used during a low anterior resection, it fired incomplete staple line. The case was completed using sutures. Consequently, the or time was extended by two hours. There were no other reported patient consequences.